Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Additional findings related to the customer¿s complaint: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of a bipolar yaw pulley, on the visible part of the pulley itself. The instrument passed the electrical continuity test. The probable root cause is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a cut on the end. There was no report of patient involvement or patient injury.